Manufacturer narrative:
H6: investigation summary a 388800 sample was not available for investigation however, the customer indicated the complaint sample was from lot 087722. The feedback provided by the customer suggests saline solution leaked from the device during priming. As part of the feedback the customer provided photographs of their experience; analysis of the photographs confirmed the customer's experience as leakage was visible from the verasafe septum. A close inspection of the location of the leakage reveals in one of the photographs that the the retaining sheath that holds the septum in place appears deformed. The details of this feedback were forwarded to the supplier of the component for investigation. They confirmed that the molding and assembly processes are completely automated; and the machinery is programmed to identify any damage to this component during the assembly process; a definitive root cause for the damage could not be determined in this instance. A review of the production records for lot 087722 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that during priming with bd versasafe¿ split septum sets leakage occurred. This is the 1st of 3 events. The following information was provided by the initial reporter: leakage was detected during priming with nacl solution fluid.

Event description:
It was reported that during priming with bd versasafe¿ split septum sets leakage occurred. This is the 1st of 3 events. The following information was provided by the initial reporter: leakage was detected during priming with nacl solution fluid.

Manufacturer narrative:
D.4. Medical device expiration date: na. E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.